Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009 the patient underwent the following surgeries: removal of segmental hardware, l2 through s1, and exploration of fusion, revision laminectomy for purposes of neural element decompression, l1 and l2, and decompression of l5-s1 with foraminotomy at l5-s1 bilaterally, posterior lumbar interbody fusion, left side l5-s1, with 13 mm transforaminal posterior lumbar interbody fusion (t-plif) and bone morphogenic protein, and right-sided approach l1-2 with 15 mm transforaminal posterior lumbar interbody fusion (t-plif) and bone morphogenic protein (bmp) and local bone graft, 4. Posterior segmental instrumentation, t10 through ileum, with titanium universal spine system (uss), pelvic fixation using iliac screws, and arthrodesis using posterolateral technique, local bone graft, dbx, chronos, t10 through ileum to treat the following pre-op diagnosis: l1 compression injury with disk intussusception and transition zone breakdown, l1-2, with central stenosis, status post l2 through s1 fusion, with likely nonunion, l5-s1. Per operative notes:&#55712;we folded a bone morphogenic protein sponge into the anterior intervertebral space and impacted this with an 11 mm trial impactor, and then placed a 13 mm t-plif with excellent purchase into the intervertebral space. On the right l1-2 space, we now had verified good hemostasis. Intervertebral curettage was again carried out, starting at 7mm and working our way all the way up to 15 mm. Here we found good endplate purchase. We then placed rolled up bone morphogenic protein sponge into the anterior intervertebral space, followed by local morcellized bone graft, again from the decompression, followed by a 13 mm impactor. We then placed the 15 mm t-plif spacer into the anterior intervertebral space, into the coronal plane's one graft had been gained as follows: all neural decompression bone was freed of soft tissues and morcellized and mixed with dbx, chronos, and blood obtained from the vertebral body aspiration during cannulation of the vertebral bodies for pedicle screw placement. This bone graft puree was now packed into the decorticated lower thoracic facet joints and the transverse processes of t12, l1, and l2. We placed a cut in half bmp strip on either lumbosacral junction posterolaterally between the ileum, sacrum, and l5 transverse processes and filled this area up with bone graft on top of it... No other information was provided. On an unknown date post-op patient alleged unspecified injuries due to use of (B)(4).